Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter slid down and coiled in the intrathecal space and was confirmed by x-ray. The distal section was revised on (B)(6) 2011. Following this, a prime bolus for .238 ml over 25 min was programmed by the healthcare provider (hcp). Only priming of the distal catheter of .093 ml was needed. Hcp stopped prime bolus 8 min into the 25 min bolus so .076 ml had been primed at that point. Device trouble shooting was done and it was noted that it would take 2-3 hours at the current flow rate for the pt to start getting drug. The drug infused via the pump was lioresal 2000 mcg, dose of 440mcg/day. It was later reported that the pt was doing well, no adverse events as of (B)(6) 2011.